Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, an olympus asset, with no reported complaint. During device evaluation, white residue was observed in the auxiliary water flow. The service report technician indicated that the cause of the white residue could not be established. There was no patient involvement.